Event description:
4 days after a drug eluting stenting treatment procedure the pt expired. The lesion being treated was a 3.5mm 98% stenosed svg to the 1st diagonal (1st diag.). It was further reported that this was in-stent restenosis of a previously stented with a thrombus at the treated site. The lesion was predilated. Then the physician placed a 3.50x16mm taxus express2 8.8% drug eluting stent in the svg to the 1st diag. There was an overlap of 12mm of the drug eluting stent and bare metal stent. The lesion was post dilated. On the 4th day the pt expired. In the opinion of the physician the cause of death was progressive heart failure and respiratory failure with sepsis. There was no autopsy and in the opinion of the physician the relationship of the death to the target vessel is "not related".